Event description:
During an atrial flutter procedure, display issues resulted in the procedure being cancelled with no adverse consequences to the patient. It was noted that the mapping and the cardiac cycle length failed, the data collected was outside of the set cardiac cycle length parameters which affected the fidelity of the map as it added erroneous data to the map. Freezing and saving a new template again resolved the issue but the procedure was cancelled with no adverse consequences to the patient.

Manufacturer narrative:
The case study and collect logs were provided and reviewed and confirmed the issue occurred. A software anomaly for the automap cycle length tolerance occurred when the first mapping point was deleted and then the second mapping point was shifted one beat earlier using the beat buffer. This does not occur if either the first point is deleted or the beat buffer is used. The workaround is to avoid deleting the first mapping point and then using the beat buffer on the next mapping point.